Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿246, 139 and 198mg/dl¿ with the subject meter within 20 minutes of one another. The patient manages their diabetes by taking x4 500mg metformin tablets per day and stated that they had begun consuming less food and/or drink during the morning of (B)(6) 2016 as a result of the alleged inaccuracy. The patient stated that immediately after this the patient developed symptoms of ¿headaches, weakness and high blood pressure.¿ in response to these symptoms the patient was treated in the emergency room by a healthcare professional. The patient was given ¿diudetico¿ to lower their high blood pressure and also stated they were given IV fluids on (B)(6) 2016. The patient also informed the csr that their blood glucose was measured on a hospital device during the morning of (B)(6) 2016 and results of ¿110 and 190mg/dl¿ were obtained. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was being used to obtain results. The patient did not have control solution available to perform a retest. The patient¿s products were replaced and requested for evaluation. Although the patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, this complaint is being reported because the patient allegedly obtained inaccurately erratic readings on the subject meter and at some time later developed symptoms which led to them to require hcp treatment in a hospital setting consistent with serious hyperglycemia.